Event description:
It was reported that the patient sought medical attention at the accident and emergency department of (B)(6) on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to 19.5 mmol/l (351 mg/dl) while wearing the pod for approximately 9 hours. The patient attempted to bring their blood glucose levels down by administering boluses using the pod, changing the pod and by administering fiasp (insulin aspart) manually, however these attempts were unsuccessful. Reported symptoms include malaise, vomiting and dehydration. It was also reported that the patient¿s ketones measured 6.8. The patient was treated with intravenous fluids and intravenous fiasp (insulin aspart). The patient was released after approximately 3-4 hours. The patient discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.